Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during lunch. It was also stated that they took out the battery and tried to give themselves a bolus, but it did not work. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.